Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. According to additional information received, the delivery device nose tip touched a non-sterile area. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during setup, the delivery device nose tip touched a non sterile area. A second kit was opened. There were no patient complications.

Event description:
It was reported that during setup, the delivery device nose tip was contaminated. A second kit was opened. There were no patient complications.